Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a permanent dialysis catheter implant, the patient received an air embolism. The physician reports that the introducer sheath would not peel away as intended after catheter placement, so the physician had to use a pair of scissors to cut the peel away sheath from the introducer. While cutting the sheath an air embolism formed within the patient's internal jugular thus causing the patient's blood pressure and oxygen saturation levels to drop. The patient was intubated, given additional medications and admitted to the intensive care unit for continuous observation.

Manufacturer narrative:
The suspect device was not returned for evaluation; however, photographs of the defect were received. The complaint is confirmed. The root cause is unknown. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.